Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2727 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before insertion, the PICC rn discovered that the catheter was bent with a hole in it. Only consequence was delay in treatment as another kit had to be retrieved and opened.

Event description:
It was reported that before insertion, the PICC rn discovered that the catheter was bent with a hole in it. Only consequence was delay in treatment as another kit had to be retrieved and opened.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bend in a catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo with an ECG stylet and t-lock inserted was returned for evaluation. An initial visual observation showed a severe bend in the catheter and stylet at the 39 cm depth marker. A red warning hang tag was present on the stylet, and no obvious evidence of use was observed on the returned sample. A microscopic observation revealed wrinkling on the catheter surface on the inner side of the bend at the 39 cm depth marker, but no splits, breaks, holes, or other damage were observed on the catheter. The stylet was removed and the bend in the stylet was found to be approximately 71 cm distal to the yellow handle of the stylet, just proximal to the beginning of the polyimide tubing. The returned catheter was flushed and pressurized with a 12 ml syringe of water; however, no leaks were found. While the exact cause of the bend in the catheter and stylet could not be determined, possible causes include damage during packaging, handling, and use. A lot history review (lhr) of redr2727 showed no other similar product complaint(s) from this lot number.